Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Distributor contacted dexcom on 07/19/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The patient's parent calibrated their receiver as normal in the morning. During the day, the receiver showed a stable 5.9 mmol/l of glucose values. In the evening, the receiver showed one arrow down and the value 5.9mmol/l. The parent did then did a calibration with their blood glucose (bg) meter and noticed that the values were 20 mmol/l. They did then measure the patient's ketone levels and found it was at 1.7 and it rose to 2.1 two hours later, indicating the glucose values had been high for a longer period of time. The family then traveled to the hospital where they stayed for one day. At the time of contact with distributor, the patient was feeling better. No additional patient information was provided. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally, the patient was under two years of age. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.